Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available. Additional information received indicated that a spinal cord stimulation (scs) procedure was initiated to revise the implanted lead. However, the physician was unable to complete the revision, and the procedure was ultimately aborted. No further information is available at this time despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available. Additional information received indicated that a spinal cord stimulation (scs) procedure was initiated to revise the implanted lead. However, the physician was unable to complete the revision, and the procedure was ultimately aborted. No further information is available at this time despite good faith efforts. Additional information indicated the spinal cord stimulation (scs) procedure was initiated to revise the implanted leads due to lead migration. However, during the procedure, an obstruction was encountered in the epidural space that prevented lead advancement, resulting in the procedure being aborted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.